Event description:
Per updated information received on march 24, 2015, the reported event did not include a synthes product. The original report, submitted on february 2, 2015, is being rescinded.

Event description:
It was reported an open reduction internal fixation (orif) humerus fracture procedure was performed (B)(6) 2014. The surgeon reported that the patient had a non-union and a broken 4.5mm plate on an unknown date. It is unknown if there were any fragments or if the plate was replaced at this time. The patient status/outcome is unknown. Any surgical time delay and/or medical/surgical intervention are unknown. This is report 1 of 1 for complaint (B)(4). This report is for one unknown 4.5mm humeral plate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Per updated information received on march 24, 2015, the reported event did not include a synthes product. The original report, submitted on february 2, 2015, is being rescinded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.